Event description:
It was reported that the right atrial (ra) lead dislodged. Follow-up indicated that during the revision of the lead the physician was not able to extend or retract the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.